Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 150mg/dl. Troubleshooting was performed, and the drive support cap appears normal. The mother stated that the customer pushed the drive support in tighter, and the device began to work. Advised the mother to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.